Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink y-type blood sets leaked between the spike and the tubing of the sets. These events were discovered during infusion to the patient. To resolve the issue, the infusion was paused and new tubing was used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One device was received for evaluation; ¿full of blood¿. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to the device being contaminated with blood, no further testing could be performed. The reported condition was not verified. The second device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.